Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: 1. Place ureteral catheters into desired position. 2. Insert edelman catheter into the urethra and inflate the 5cc balloon when catheter is positioned in the bladder. 3. Insert the ureteral catheters into the side ports (which are pre-slit for convenience) until the distal ends of the catheters protrude from the drainage lumen of the edelman catheter. 4. The excess length of the ureteral catheters can be trimmed off if desired. 5. Connect the drainage funnel of the edelman catheter to a urinary drainage bag." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the balloon of the edelman foley catheter would not deflate. It was unknown how the balloon was deflated for removal. The patient did experience localized bleeding. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the edelman foley catheter would not deflate. It is unknown how the balloon was deflated for removal. The patient did experience localized bleeding. No medical intervention reported.